Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by cloudy effluent fluid, abdominal pain and drain complications, which warranted hospitalization and antibiotic therapy. Per the pdrn, the cause of the peritonitis was touch contamination; however, the specifics were not provided. Per the pdrn, the events were unrelated to the utilization of any fresenius device(s) or product(s). (B)(6) epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most (B)(6) epidermidis infections are due to touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, following discharge the patient will resume the utilization of the same liberty select cycler as before the events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with draining slowly. During the call, the pdrn stated that the patient was hospitalized with peritonitis. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2020 with cloudy effluent fluid, abdominal pain and drain complications. The patient was admitted, and a peritoneal effluent fluid culture and cell count (elevated wbc count, value not provided) were obtained. The patient was treated with intravenous (IV) vancomycin 1000 mg every 72 hours (duration not provided). On (B)(6) 2020, the culture result was (B)(6) for (B)(6) epidermidis, and the patient continued to receive vancomycin. The pdrn stated the cause of the peritonitis was due to touch contamination (specifics not provided). Per the pdrn, the events were unrelated to the utilization of any fresenius product(s), drug(s) or device(s). The patient remains hospitalized, as the source of the drain complications remains unknown. The pdrn reported the patient is recovering from the events and continues to undergo continuous cyclic peritoneal dialysis (ccpd) without issue. Following discharge, the patient will resume utilizing the same liberty select cycler as before the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.